Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient advised having an incision on their chest that is bleeding. A nurse reported the clasps on the garment are exacerbating the issue. There was no alleged device malfunction contributing to the irritation. A nurse reported applying bandages and the incision is improving, no longer bleeding.